Manufacturer narrative:
(B)(4)

Manufacturer narrative:
Concomitant medical products: product ID: 3031a, serial# (B)(4), implanted: (B)(6) 2006, product type: programmer, patient. Product ID: 3095-10, serial# (B)(4), implanted: (B)(6) 2006, product type: extension. Product ID: 3093-28, lot# v003327, implanted: (B)(6) 2006, product type: lead. (B)(4).

Event description:
It was reported that the patient had an interstim bladder implant put in 2006. On (B)(6) 2014, the patient had it removed because of pain in the area, which had started a couple of years ago. When they removed it, one of the leads broke off. The implantable neurostimulator (ins) was removed, but one of the leads fell out and they were unable to explant it. The 20-30 minute procedure took 2 hours because they tried to get at it, but there was too much scar tissue and it was near a bone. The patient had questions regarding their ability to have an MRI (MRI not device related) with the lead still inside. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.